Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported "error reading gas leak" issue. The fse completed the pm with full calibration. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The full event site name is (B)(6). The full name of the initial reporter that is abbreviated is (B)(6).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an error reading of a gas leak. It is unknown the circumstances under which the event occurred. It is also unknown if there was a patient involvement. However, there was no adverse event reported.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an error reading of a gas leak.